Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 220 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal right coronary artery (rca). A 2.25x16mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, during delivery attempts, the shaft of the delivery system snapped at about 8 inches from the proximal hub. The device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal right coronary artery (rca). A 2.25x16mm promus premier drug-eluting stent was advanced to treat the target lesion. However, during delivery attempts, the shaft of the delivery system snapped at about 8 inches from the proximal hub. The device was removed from the patient. No patient complications were reported.